Event description:
A customer contacted beckman coulter, inc. (Bec) to report a clear leak at vl64 of the coulter lh 750 hematology analyzer. The customer replaced the tubing through vl64, then called bec again to report that the leak was now under the sample access module. There was no report of any patient samples or results affected by the leak. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, eye glasses, and gloves at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or associated with this complaint.

Manufacturer narrative:
A field service engineer (fse) contacted the customer and instructed them in locating the source of the leak. The customer had mistakenly disconnected the tubing to a port that is downstream from vl64. The tubing not being attached affects all aspirations and caused the spill. Per the fse's instructions, the customer reconnected the tubing. Startup and controls were run without any leaks or errors. Root cause for the leak is attributed to a worn tubing through vl64 and to the disconnected tubing upon replacement by the customer. Per labeling, beckman coulter, inc. Urges its customers to comply with all (B)(4) standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).